Manufacturer narrative:
(B)(4). Concomitant medical products: segmental articular surface with hinge post, catalog #: 00585002014, lot #: 63106955; trabecular metal tibial component, catalog #: 00545001336, lot #: 62794192; distal femoral component, catalog #: 00585001202, lot #: 63135268; fluted straight stem extension, catalog #: 00585205014, lot #: 62512454; stem collar, catalog #: 00585204030, lot #: 63164717; fluted sharp stem extension, catalog #: 00598801517, lot #: 62616204; tibial component, catalog #: 00588000300, lot #: 63162263; femoral bone cement, catalog #: 00504905500, lot #: 63095712. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has not been returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02599, 0001822565-2018-02600. Not returned by the hospital.

Event description:
It was reported that the patient was revised for unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.